Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the display of the pt's homechoice machine during his automated peritoneal dialysis therapy. Reportedly, the pt extension line became disconnected from the pt line of the homechoice set for an unk reason. Baxter's technical service ctr assisted the home pt's spouse in ending therapy. No pt injury or medical intervention was associated with this incident per the home pt's spouse.